Event description:
Multiplus solution. I had to visit the emergency room at the hospital, because I had been using only for a week a solution of bausch & lomb's renu multiple and gave me a horrible bacteria (I think he means a bacterial infection). I had pain in the eyes, they were red, I could not handle light and had to turn off the lights in my house. The treatment they gave me was "falcon-trombamicin" (may be thinks tobramycin?). Afterwards I looked up in the internet about the bacteria in the eyes and to my surprise, in one of the sites I found talk about the contact lenses solutions. I am writing to you to find information if this solution shouldn't be used or if anything is happening, because my eyes are still red and irritated. As of today, I cannot use my contact lenses until the bacteria is gone. My sister had the same symptoms and used the same solution.